Manufacturer narrative:
Result: motion interrupt pan.

Event description:
It was reported through a service report that the bed would not lower from high height as a result of a broken motion interrupt pan. No adverse consequences reported.